Event description:
Orloski, k.r., meythaler, j. Intrathecal baclofen withdrawal due to severe thoracic spinal stenosis: a case report. Pm<(>&<)>r. 2014 6 (p suppl.1) (323-324). Summary/reported event: (B)(6) year-old male patient of wheelchair-bound man with spastic paraparesis, secondary to spinal cord injury from gunshot wound, was brought to the hospital by ems (emergency medical services) with altered mental status and unresponsiveness. He was intubated and treated for urosepsis. The patient had an intrathecal baclofen (itb) pump placed previously for spasticity. On exam, he was hypertensive, tachycardic, and febrile with tachypnea. He had hyperreflexia in the upper extremities. He was treated for baclofen withdrawal with a bolus of itb, oral baclofen, cyproheptadine, as well as propranolol for central fever. His symptoms soon resolved. Interventional radiology interrogation of the baclofen pump catheter showed patency into the subarachnoid space with delivery to the csf (cerebrospinal fluid), but thoracic spinal stenosis was inhibiting flow of csf cephalad. Three days later, the patient became agitated with hypertension, tachycardia, and onset of muscle spasms. He was given another course of itb bolus, oral baclofen, and cyproheptadine. His daily baclofen dose was adjusted and titrated until patient exhibited resolution of his symptoms. Once the patient¿s symptoms resolved, he was gradually weaned off oral baclofen and maintained on his normal daily infusion rate. His mental status improved until he returned to baseline and was subsequently discharged home under family care. The authors concluded that this case was an unusual case in which itb was being delivered to the subarachnoid space, but flow to the upper extremities and higher central nervous system processes was impeded by severe thoracic stenosis. This resulted in potentially life threatening baclofen withdrawal symptoms. However, with appropriate diagnosis and proper management, patient responded favorably to treatment.

Manufacturer narrative:
It was not possible to match this event with any previously reported event. Product ID: neu_unknown_cath, lot# unknown, product type: catheter. (B)(4).